Event description:
Complainant alleged that while attempting to monitor a pt, the device self charged. Complainant indicated that the clinician obtained anothed device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.